Event description:
Transesophageal procedure involving the device was performed on the pt. Some unk time after the procedure, the pt appeared at another facility, which performed an esophageal repair. No further details are available.